Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. Upon investigation, the left ventricle lead exhibited failure to capture. Fluoroscopic evaluation revealed that the lead was dislodged. The left ventricle lead was capped and replaced during the generator change out procedure on (B)(6) 2020. No patient consequences.